Manufacturer narrative:
The reported device has not yet been received for investigation. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2026, it was reported that dr. (B)(6) stated that the silent nite 3d had a broken button connector on the lower. Additional information received reported that the event occurred on (B)(6) 2026, while the 42-year-old, male patient was sleeping. The patient did not suffer any harm or injury and no medical intervention was required. The patient stopped using the device on (B)(6) 2026.